Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, image has horizontal lines identified during evaluation. Based on the result of the investigation, it is likely the following led to the malfunction, due to damaged charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited contact failure (e226), the issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.